Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead undersensing was noted during defibrillation therapy episodes. It was noted that the pace/sense portion of the lead was plugged into the left ventricular port of the cardiac resynchronization therapy defibrillator (crt-d). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.